Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the clip was not closing distally. There was as gap at distal end of clip. The case was completed with a competitor product. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did they do a cholangiogram on this procedure? Unknown. Was there any patient consequence? No. Was this device initial use out of package (new)? Unknown. On which firing of device did issue occur? Unknown. Was device fired over another clip or hard structure? Unknown. What tissue were clips fired on when user experienced clip gap? Unknown. Was there any torquing or twisting of device? Surgeon said no. Was there any resistance felt when firing? No. Were there any noises heard when firing? No.